Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, slow interrogation of the device due to telemetry lockout was observed. The physician alleged a malfunction, although telemetry lockout is normal device function in which the device switches from high speed telemetry to slow speed telemetry to save battery. No intervention was performed and the patient was in stable condition.